Event description:
Approximately 1 month after implantation of a 3-level anterior cervical plate (64mm) the patient complained of swallowing and pulling in throat. An xray revealed that one of the 12mm screws had backed out of the plate. The patient had surgery in 2001 to remove the screw. The patient has had no additional issues.